Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for vessel occlusion. The exact root cause could not be determined. It is likely that the device was unable to be deployed properly due to significant calcification present at the puncture site, leading to the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the physician had 5 french (fr) sheath access in the common femoral artery and attempted to close the arteriotomy with a 6 fr angio-seal during a visceral angiogram. The physician noted diffuse calcified disease 1.5 cm from the arteriotomy, which was estimated to be around 30-40 percent. Upon attempting to deploy the angio-seal, hemostasis was not achieved, and pulses dampened beyond the closure site. The patient was then brought to the operating room (or) for a femoral cutdown, where it was noted that the angio-seal footplate was deployed in a calcium chunk and did not make it back to the intraluminal arteriotomy site. As a result, part of the collagen was deployed in the vessel and part was extraluminal. This created an occlusion in the vessel, so the angio-seal was surgically removed with a positive outcome. There was no blood loss. The reported event resulted in patient injury and required medical or surgical intervention. Surgical intervention was performed to remove the angio-seal and calcified disease. The procedure was not life-threatening and was successful.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ir lab suprvisor. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.